Manufacturer narrative:
Patient's weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable.

Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra) lead, a right ventricular (rv) lead and a left ventricular (lv) lead due to infection. Spectranetics lead locking devices (lld's) were present in each lead. The physician used a 14f glidelight laser sheath and progressed to the top half of the superior vena cava coil of the lead, when the coil started to stretch and unwind. The physician then chose to attempt extraction of the ra lead, which was successful with no complications. The physician then targeted the lv lead. The physician was able to advance to the mouth of the coronary sinus (cs). The tip of this lead appeared to still be attached, however, using very little force the tip suddenly came free and the lead was extracted successfully. The patient was stable and the physician continued. The physician proceeded to extract the rv lead again and due to the appearance of a "snowplow" affect on the lead, the physician chose to upsize to a 16f glidelight device to reduce force on the rv lead. As the physician was beginning to use the 16f glidelight device, anesthetist noted a rapid drop in the patient''s vital signs. At this point, the cardiac surgeon who was in the room confirmed with the physician to continue removal of the rv lead, which was successful. Rescue efforts began, including rescue device, CPR and sternotomy. A tear at the back of the heart (coronary sinus) was identified and the patient was prepared to be placed on bypass. The surgeon attempted to occlude the hole and administer hand compressions to the heart to circulate blood through the patient¿s body. Once the patient was on bypass, repair to the injury began and was successful. Continued interventions were in place, including attempts to remove the patient from the bypass machine. The patient was placed on peripheral ECMO until the patient's heart was strong enough to function on its own. The patient survived the procedure. This report is being submitted to capture the lld which was present in the lv lead (within the cs, the area of injury) as the traction platform to aid in lead removal.